Event description:
It was reported that the mobile power unit (mpu) was plugged in well to the outlet and had a green power symbol, but when connected, the system controller did not recognize any power being communicated via either of the power leads. A no external power alarm was noted. The ventricular assist device (vad) coordinator attempted to troubleshoot but there was no resolution. The mpu was exchanged. No patient consequences had been noted. The mpu was confirmed to have a v-lock connector on the ac power cord but had not come loose from the back of the unit. No environmental circumstances that could have affected ac power at the time of the event were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was unable to be confirmed. The heartmate mobile power unit (mpu) (serial number (B)(6)) was inspected at the service depot. The mpu was connected to external power and a mock circulatory loop and was able to power the system as intended for extended operation. The reported event was unable to be reproduced. The unit underwent functional checkout and passed all required tests. The mpu was returned to the customer. Provided information stated that during the event, the mpu's green power symbol was active; however, the system controller did not recognize any external power. In addition, no log files were available, the mpu has the v-lock connector, the power cord did not come loose, and there were no environmental circumstances that affected external power. The root cause for the reported event was unable to be conclusively determined through this analysis. Damage in the form of loose molding around the patient cable connectors was also found. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7 ¿ ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook, section 6 ¿caring for the equipment,¿ and the heartmate 3 IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.